Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump inlet tubing adjacent to the pump inlet strain relief, and a separation in the reservoir inlet tubing adjacent to the connector. Testing revealed these to be sites of leakage. Microscopic evaluation revealed partial separations within abrasion were on either side of the separations. Microscopic evaluation revealed a group of partial separations, indicating contact with unshod instrumentation. Surface abrasion was noted on all pump tubing, reservoir inlet tubing, and exhaust tubing of cylinder 1 and cylinder 2. No issues were noted with cylinders 1 and 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing, cylinder 2 exhaust tubing, and reservoir inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump inlet tubing. Separations of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, (B)(6) years old male patient had insertion of inflatable penile prothesis coloplast titan 5 years ago by dr. Xxx . Now presented with malfunction of his penile prosthesis secondary to pump failure, he needs replacement. Device removed and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.